Event description:
An administrator reported two cases of tass following intraocular lens (iol) implant surgery. The pt was taken back to surgery on the day following the iol implant surgery for an irrigation and aspiration. Aqueous cultures were taken at the time of that procedure. The cultures were ultimately negative. The pt was treated with medications. In a follow up, the surgeon reported the event resolved with treatment. There are two medical device reports associated with this event. This is the second of two reports.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number, but not for a similar type of event. Additional information was requested on 02/25/2009 and 03/05/2009 by phone, fax, and mail. A completed questionnaire was received on 03/02/2009. This report was mailed to FDA on: 03/25/2009.